Manufacturer narrative:
Batch review performed on 13 december 2018: lot 166778: (B)(4) items manufactured and released on 25-jan-2017. Expiration date: 2022-01-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery performed due to stem loosening 1 year and 6 months after primary. The surgeon revised the stem and head with another company's product and the surgery was completed successfully.